Event description:
It was reported that a patient could not get his device to turn on starting today. It was stated that he charged on saturday and last felt stimulation on saturday. It was stated that the patient forgot how to use the patient programmer. It was noted that the patient had the recharger hooked up and was able to turn the device on while on the phone but still did not feel stimulation. It was stated that the patient saw nothing on the patient programmer screen. It was noted that the patient was using an antenna, and that the patient did not have any aaa alkaline batteries with him to replace the device batteries.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n282201, implanted: (B)(6) 2011, product type: accessory. Product ID: 355531, lot# n297504, implanted: (B)(6) 2011, product type: screening device. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).